Manufacturer narrative:
(B)(4). The complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2014-06548 and 2134265-2014-06595. It was reported that automatic pullback failure occured. During an unspecified procedure, the motor drive unit was used in conjunction with an imaging catheter and a sled. Upon pullback, the motor drive unit did not perform automatic pullback. No patient complications were reported.